Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. The insulin pump was received with scratched on display window, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin pump got exposed to moisture. The customer also reported that the buttons were not working properly. The customer's blood glucose was 7.2 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.